Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/19/2021. An investigation was initiated on 07/05/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt body. There were no visual defects observed on the btt. A mechanical evaluation was conducted. 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. A leak was observed on the side of the silicone balloon. The btt was unable to be inflated. No visual defects were observed on the silicone btt. Based on the condition of the device, the reported failure "inflation problem" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25159760 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 ballon on the btt would not inflate. No patient was harmed. Finished case with another hemopro 2 kit.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.